Event description:
The customer reported to olympus, the high flow insufflation unit does not turn on. The event occurred during preparation for use for the therapeutic procedure. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation of ¿the unit will not turn on¿ was confirmed and was due to a faulty board causing error 01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power or front panel will not turn on occurred due to faulty printed-circuit board causing error code e01. The cause of the defective printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.